Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: multiple photos were provided to our quality team for review. Upon visual inspection, embedded black particles are observed within the syringe material, verifying the reported concern. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. Products from this manufacturing line are routinely sampled and subjected to visual and functional inspections throughout various stages of production, in accordance with established procedures. As the lot involved in this incident is unknown, a device history review could not be performed. Although no direct cause could be identified, the particles observed in the photos are most consistent with burnt material generating during the molding process, which could have been injected into the syringe mold and embedded in the product, as seen in the photos provided. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: "ink splatters" on both the outside and the inside of the syringe.